Manufacturer narrative:
Additional information: h10. Upon follow up it was clarified the reported events did not occur with use of a polyflux 170h dialyzer. The events occurred with use of a non-baxter dialyzer; therefore, the baxter product is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 60 minutes after starting treatment with a polyflux 170h dialyzer, the patient experienced dyspnea, hypertension and vomiting, specified as the patient experienced an allergic reaction¿. Treatment was discontinued, and the patient received prednisolone (no further details). The patient outcome was reported as ¿there was no further harm to the patient¿. No additional information is available.